Manufacturer narrative:
An examination of the crimped stent identified distal stent damage; stent struts from the distal section of the stent were lifted and stretched distally over the distal markerband. The crimped stent od (outer diameter) of the undamaged section was measured by snap gauge and the result were within max crimped stent profile measurement. The balloon was reviewed and it was noted that the proximal balloon appears bunched and not folded. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon did not appear to have been inflated as the proximal end of the stent appeared crimped and not subjected to any pressure. A visual and tactile examination of the hypotube found a hypotube kink 740mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. This 2.50 x 28mm synergy xd stent was used for a percutaneous coronary intervention. The stent strut was damaged on the distal part of the stent. The device was removed from the patient and the procedure was completed with another device with no patient injury.

Event description:
It was reported that stent damage occurred. This 2.50 x 28mm synergy xd stent was used for a percutaneous coronary intervention. The stent strut was damaged on the distal part of the stent. The device was removed from the patient and the procedure was completed with another device with no patient injury.